Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgery was performed with multiloc humeral nail. After fixing the position of the proximal screw hole, the surgeon inserted the multiloc screw. However, the screw bypassed the screw hole. The surgeon re-drilled and re-inserted the screw successfully. There was no adverse consequence to the patient. Patient status was stable. It is unknown if there was a surgical delay. The surgical procedure was successfully completed. Concomitant devices reported: unknown multiloc humeral nail (part# unknown, lot# unknown, qty 1). This report is for one (1) 4.5mm ti multiloc screw length 38mm-sterile. This is report 1 of 1 for complaint (B)(4).